Event description:
It was reported to philips that the system was unable to turn on. Device was in clinical use. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.